Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of an ipg and paddle lead on (B) (6) 2002. It was reported on (B) (6) 2009 that the pt had suffered a fall. An xray was taken which verified that the lead had migrated. It was reported that the physician added a percutaneous lead to the pt's system in order to regain stimulation that was lost due to the lead migration. Follow-up on the pt found that she is doing well. No device was explanted nor returned to the MFR for analysis. No further info is available.